Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The hard drive was replaced. The software and calibration files were re-loaded. The system is operating as intended.

Event description:
The customer reported, a corrupt images error message on the 9900 system upon boot. No pt injury was reported.